Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements and the pacemaker triggered a lead safety switch to unipolar mode. Technical services (ts) were consulted and the rv lead issue appears to be the cause, not consistent with the header connection issue. No oversensing was observed. Currently, this product remains in service and no adverse patient effects were reported.